Event description:
Customer ran her blood test on each of her three contour meters. Results were 375,340 and 450mg/dl. She was then re-tested with the doctor's meter and result was 88mg/dl. The differences of each contour compared with the doctor's meter all fall in the "d" zone of the consensus error grid, making the differences clinically significant. No adverse events were alleged. The customer refused further assistance and ended the call before any addition information could be obtained. Product was not replaced and nothing is being returned for evaluation.

Manufacturer narrative:
The call ended before the customer's personal information or product information could be obtained. It's not possible to determine the manufacture date or 510k number without the meter information.